Manufacturer narrative:
Corrected data: reporter name updated to surgical center wherein the explant and replacement occurred. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient's ipg became inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.